Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during a scope cleaning following a colonoscopy procedure performed on (B)(6) 2025. During the scope cleaning, the brush broke off inside the scope. The detached brush was removed by pushing it out using another brush. The scope cleaning was completed with another of the same device. There was no patient involvement in the event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. E1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of brush break.